Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 224, 162mg/dl (meter). Tests were done within 10 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported. Customer used a seperate finger stick, one right after another and ran a control test before calling, c111 range 106-143.